Event description:
It was reported that after a laparoscopic cholecystectomy procedure, the patient had to be returned to surgery for bleeding because a clip came off. It was not noted how the case was completed. Device was discarded.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the patient returned with severe pain and a second operation was performed. No clip was found on the patient side during the re-op. It was unclear if there were clips on the specimen side. The nurse confirmed no cholangiogram was used and the device was "wobbly" during firing - possible torque was applied. The bleeding was addressed with additional clips and the patient has recovered.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What day did the even occur on? Who was the operating surgeon? Were there any issued noted with clip formation, feeding, or firing during the initial procedure? How was the bleeding identified? Was the patient symptomatic? If so, please describe. What structure was the device fired across? What was found during the re-op? Were there two clips on specimen side? How was clip formation on the cystic duct? Was the bleeding coming from the end of the vessel or around the clip? Was a cholangiogram applied during the initial procedure? What device did the surgeon use when the er320 was on recall? What is the patient¿s current status? Is the patient expected to have a full recovery?